Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter of an unknown set would not disconnect from the tubing of an irrigation set causing the tubing of the unknown set to separate from the adapter. It is unknown at what process step this occurred. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.